Event description:
The call bell system for approximately 20 patient rooms has been intermittently nonfunctional beginning about 2 months ago. Reportedly, when the system is activated, the room(s) calling for assistance is not shown/illuminated outside the patient room or at the nurse's desk. The system then needs to be reset after it is activated.